Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the reported problem was failure of the power supply unit. The worn scope socket slider switch, found on the device evaluation, was likely caused by user handling.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty power supply. In addition, a worn scope socket and slider switch were noted. The igniter was found to fire weak, causing the spare lamp to ignite.

Event description:
A user facility reported to olympus that the device failed to power on. There was no patient injury or harm, associated with the problem, reported to olympus.